Manufacturer narrative:
Associated with argus case (B)(4), poligrip free. Qa results: no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a batch envelope. Prior to the disposition of the product, the contents of each batch envelope is reviewed and approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. The complaint was closed as unsubstantiated. [(B)(4)].

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6) year-old male patient who received double salt dental adhesive cream (poligrip free) cream (batch number a18a, expiry date july 2019) for denture wearer. This case was associated with a product complaint. Concurrent medical conditions included denture wearer. In (B)(6) 2017, the patient started poligrip free. On an unknown date, an unknown time after starting poligrip free, the patient experienced choking (serious criteria gsk medically significant) and product complaint. On an unknown date, the outcome of the choking and product complaint were not reported. The reporter considered the choking to be related to poligrip free. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Action taken: product withdrawn (dechallenge: unknown). Consumer reported that he started using poligrip free 3 months ago and has followed the directions on how to apply the product and how to remove it, but there is always adhesion left on his gums. The left over glue in his mouth almost choked him. The consumer did not see a doctor. He could not read the lot code clearly but provided lot a18a and expiry july 2019. Final qa results received on 30 august 2017: this complaint was deemed to be unsubstantiated.

Manufacturer narrative:
Associated with argus case (B)(4), poligrip free. Qa results ((B)(4)): no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a "batch envelope". Prior to the disposition of the product, the contents of each batch envelope is reviewed and approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. The complaint was closed as unsubstantiated. Qa results ((B)(4)): no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a "batch envelope". Prior to the disposition of the product, the contents of each batch envelope is reviewed and approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. The complaint was closed as unsubstantiated. Fu3: follow-up 2 was submitted on 01 november 2017 and failed to have the qa results attached. Follow-up 3 was generated to include the qa results. No new follow-up information was received. [(B)(4)].

Manufacturer narrative:
This report is associated with argus (B)(4), poligrip free.

Event description:
Almost choked [choking]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6) male patient who received double salt dental adhesive cream (poligrip free) cream (batch number a18a, expiry date july 2019) for denture wearer. This case was associated with a product complaint. Concurrent medical conditions included denture wearer. In (B)(6) 2017, the patient started poligrip free. On an unknown date, an unknown time after starting poligrip free, the patient experienced choking (serious criteria gsk medically significant) and product complaint. On an unknown date, the outcome of the choking and product complaint were not reported. The reporter considered the choking to be related to poligrip free. Additional information: action taken: product withdrawn (dechallenge: unknown). Consumer reported that he started using poligrip free 3 months ago and has followed the directions on how to apply the product and how to remove it, but there is always adhesion left on his gums. The left over glue in his mouth almost choked him. The consumer did not see a doctor. He could not read the lot code clearly but provided lot a18a and expiry july 2019.

Manufacturer narrative:
3003721894-2017-00335 is associated with argus case (B)(4), poligrip free. Qa results ((B)(4)): no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a 'batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed and approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. The complaint was closed as unsubstantiated. Qa results ((B)(4)): no sample was returned for this complaint and also the batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a 'batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed and approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. The complaint was closed as unsubstantiated.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6)-year-old male patient who received double salt dental adhesive cream (poligrip free) cream (batch number a18a, expiry date july 2019) for denture wearer. This case was associated with a product complaint. Concurrent medical conditions included denture wearer. In (B)(6) 2017, the patient started poligrip free. On an unknown date, an unknown time after starting poligrip free, the patient experienced choking (serious criteria gsk medically significant) and product complaint. On an unknown date, the outcome of the choking and product complaint were not reported. The reporter considered the choking to be related to poligrip free. Additional information: action taken: product withdrawn (dechallenge: unknown). Consumer reported that he started using poligrip free 3 months ago and has followed the directions on how to apply the product and how to remove it, but there is always adhesion left on his gums. The left over glue in his mouth almost choked him. The consumer did not see a doctor. He could not read the lot code clearly but provided lot a18a and expiry july 2019. Final qa results received on 30 august 2017: this complaint was deemed to be unsubstantiated. Final qa results received on 24 october 2017: this complaint was deemed to be unsubstantiated.